Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a bent infusion set cannula. Blood glucose (bg) level was 293 mg/dl with nausea and vomiting. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids and manual insulin injections. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Multiple contact attempts were made by tandem technical support to determine the infusion set type; however, the customer did not respond.